Event description:
It was reported that customer pump displayed malfunction code and fault notification but no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions on how to reset pump, successfully reset pump with no recurrence of malfunction, and was advised to continue using pump and call back if malfunction happened again, which customer understood.